Event description:
It was reported that predilatation was performed prior to the attempt to stent. The xience prime stent delivery system failed to cross the tortuous and calcified lesion in the 96% stenosed left circumflex. The proximal shaft of the stent delivery system separated during the attempt to cross. The procedure was completed with the successful deployment of a 2.75x38 mm non-abbott stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, inflation: 20/30 indeflator, guide cath: launcher, rhv: copilot. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed that the hypotube and jacket were separated distal to the strain relief tubing. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.